Event description:
Report received of cassette test failure alarms. During set-up to deliver an unspecified hydration solution, the pump alarmed indicating cassette test failure. Three different sets from the same lot were tested for use, using 5 different pumps, with the same result. A set from a different lot was used without further issues. There was a reported "delay in initiating the therapy but there was no reported negative patient outcome." Though requested, no further information was available.